Event description:
The customer reported being hospitalized for diabetes ketoacidosis. The blood glucose reading at time of the call was 540 mg/dl. The customer also reported that she experienced severe vomiting which did not stop until it was treated at the hospital. The customer stated that her blood glucose went down when she was treated with the insulin drip and once she was connected to the insulin pump her blood glucose started to elevate. Troubleshooting was performed. Ran a fixed prime test and the insulin exited. No further info was provided.

Manufacturer narrative:
Currently, iit is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.